Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Surgical intervention to reposition the implanted device was attempted (date not reported); however, the issue could not be resolved. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. The patient was reimplanted with a new device during the same surgery. This report is filed november 19, 2014.

Manufacturer narrative:
This report is filed march 5, 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.